Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's site infection. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4), 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported irritation, redness, and swelling (almost an inch) after pod wear. She stated there was also drainage and that it was hot underneath the pod site. She went to the emergency room, was diagnosed with an infection, and given a steroid. The pod worn longer than 48 hours.